Event description:
It was reported that patient performed system controller exchange without instruction from medical team. Prior to the driveline disconnect, log files captured low flow events on 28oct2024. Post system controller exchange, low flow event continued to be captured on 29oct2024. These occur at times when pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via submitted log files. Log files revealed at 14:06:52, driveline disconnect, and associated alarms activate which is consistent with the reported controller exchange. System controller was not returned for testing. Per provided information, the system controller was exchanged by the patient without instruction from the medical team, the controller exchange was an incorrect action by the patient. The root cause of the controller exchange was determined to be user error per additionally provided information. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller exchange was performed due to incorrect action by the patient.